Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of (B)(4) showed two other similar product complaint(s) from this lot number. ((B)(4)).

Event description:
Two weeks from insertion, PICC was noticed to have snapped just below the cone of the connector locking sleeve. Patient underwent cut down surgery to remove as was just sitting under the skin at insertion site."